Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with three prostyle devices after a percutaneous coronary intervention procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first and second prostyle devices. A suture break occurred with the third prostyle device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional two perclose prostyle devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The material separation was not confirmed as a part of suture deployment but was noted as a separation during removal of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty cannot be determined. The subsequent treatment appears to be related the circumstances of the procedure. In this case, it is possible, an interaction of the device with patient anatomy causing needle deflection during deployment led to the anterior needle failure to cycle. The suture appears to be cut on the non rail end, which would only be exposed during suture harvest and not as part of plunger removal (step 3). It is possible, that if the suture was harvested after the anterior cuff miss an interaction with the device may have damaged the suture causing the separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.